Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.5x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the first four proximal struts were not damage. The remaining struts (5.5mm distal from distal end of proximal markerband) were stretched, lifted and pulled distally towards the distal tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-sep-2016. It was reported that crossing difficulties were encountered. The patient presented with a single vessel disease (svd). Vascular access was obtained via the femoral artery. The 90% stenosed, 14x3.5mm, de novo, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A non-bsc wire was advanced and predilation was performed using a 2.5x12mm maverick balloon. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the tight lesion. After several attempts, the device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable responding well to the medicines. However, returned device analysis revealed stent damage.